Event description:
The physician was attempting to deploy a 4.0mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in a patient. It was reported that the stent reached the lesion site; however, even though it was given 'press' by the balloon, the stent could not be deployed. Another attempt was made to deploy the stent however, it still couldn't be deployed. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications and was not damaged. The balloon was inflated and the stent was deployed without any issues noted. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause of the reported event is undetermined, device evaluation detected no issues with device). Evaluation conclusion: no conclusion can be drawn (root cause of the reported event is undetermined, device evaluation detected no issues with device). (B)(4).